Manufacturer narrative:
According to the report, bioglue was used in two patients to adhere duragen to the dura as an overlay following the removal of dura due to a chiari malformation. One of the patients reported headaches one week after the procedure. The other patient presented with post-operative csf leakage. This patient was readmitted to the hospital approximately one week later due to headaches and vomiting. At reoperation, all duragen and bioglue were removed. A new duragen patch was inserted and duraseal was used to form a seal. The patient again reported headaches and unwellness. The bioglue lot numbers used on these patients were not reported and therefore quality could not review the device history files for these lots. Similar complaints have been reported involving the use of bioglue to adhere to a duragen patch. The use of bioglue and duragen together is inappropriate as both products require different environments to function. Bioglue requires a dry field and duragen requires a wet field. When bioglue is used in conjunction with any other material, cryolife advises that the IFU for both products be carefully reviewed and adhered to. It is very important that the properties of both products be understood and that neither product be used in a manner that would prevent either product from functioning as it is designed to function. Furthermore, the patients' symptoms persisted despite reoperation and removal of bioglue. No additional conclusions can be drawn from the available information.

Manufacturer narrative:
An investigation has been initiated and the results will be reported in a follow-up report.

Event description:
According to the report, bioglue was used to adhere duragen to dura as an overlay following the removal of dura due to chiari malformation and the patient reported headaches one week after the procedure.